Event description:
The patient reported, that he was experiencing air bubbles in his infusion set and insulin cartridge. The patient was educated on the importance of aligning the piston rod with the insulin cartridge, when he inserts a new insulin cartridge. The patient did not report any blood glucose concerns. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.